Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with multiple incisional hernias thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿a large hernia sac was dissected. There were two more small hernias, some parts of omentum were removed and then converted to one hernia. The adhesions were lysed and a composix kugel mesh was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with explant of composix kugel mesh and implant of synthetic mesh. Per operative notes, ¿the hernia sac was dissected and the previously placed composix kugel mesh was encountered. The right side of the mesh had separated from the fascia, the mesh was excised and discarded. Because of the diastasis and large recurrent ventral hernia, a synthetic mesh was placed intraperitoneally and tacked.¿ attorney alleged that the patient had irritable bowel syndrome, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, pain and mesh migration thereby underwent repair with removal of mesh. Per operative notes, the instructions-for-use supplied with the device lists hernia recurrence as possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.